Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report that the home patient (hp) contacted the registered nurse (rn) regarding an overfill event. The rn gave the technical service representative (tsr) the information: drain volume 5448ml, drain volume percentage 85%, fill volume 3000ml, last fill volume 2500ml, initial drain alarm 1500ml. The rn requested swap. The tsr called the hp back to review the programming as the hp was not on the phone. The hp would call baxter to program the new hc. At the time of the tsr's call to the hp, the hc was turned off and the hp had removed the supplies. The hp advised the tsr that he felt too full when he called the rn. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the hc was replaced. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of the overfill event. The pdn verified the hp's largest prescribed fill volume (lpfv) is 3000ml and confirmed the reported drain volume was 5448ml. The pdn stated the hp has received the new hc and has seen the doctor since the reported event. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv. The device functioned normally during pal testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).